Event description:
An ophthalmic surgeon reported aspiration failure of the probe during a vitreo-retinal procedure. The staff exchanged the product with another one, but the problem was not solved. The procedure was able to be completed by changing the probe again. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).